Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 4 of 4. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power to clear them. The tsr then explained that the supplies were compromised. The hp wanted to finish manually. The tsr advised her to call her registered nurse within the next 24 hours to let her know what had happened. There was nothing found during troubleshooting that could have caused or contributed to the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.